Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a patient injury involving the magnetom aera system body 18 coil. It was stated that the body 18 coil became hot during the examination and burned the patient between the thighs. Additional information about the severity of the burns and medical treatment provided has been requested by siemens healthineers but has not been received as of the date of this report.

Manufacturer narrative:
H3, h6: siemens healthineers (siemens) completed the investigation of the reported problem. There was no serious injury associated with this issue. It was stated that a patient felt hot between the legs. After assessing the patient, it was noticed that there were two red circles and blisters between their thighs. No medical treatment was necessary. Siemens experts analyzed the images generated during the patient¿s examination. The system and the used body matrix 18 coil were checked by our service engineer and found to be in specification. Nevertheless, the used body matrix 18 coil was replaced. No anomalies are visible in the mr images of the examination from a technical point of view. There are no indications that a technical malfunction of the used body matrix 18 rf coil led to increased heating in the affected region. In summary no hardware or software problem was found which would explain the patient's burn. Based on the information provided, the most likely root cause for this incident is current loop formation due to direct skin-to-skin contact between the thighs leading to increased local heating. According to the questionnaire, the patient was wearing a hospital gown during the examination, and no distance cushions were used to separate the thighs the formation of rf current loops based on skin-skin contact might lead to more injuries and should be avoided by using distance cushions. This effect and the preventive measure are described in the magnetom family operator manual ¿ mr system and coils, syngo mr xa60. The customer was instructed to follow the instructions given in the operator manual, regarding correct patient positioning to avoid such incidents in the future. - always position the patient so that the patient¿s arms are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). - ensure that the minimum distance of 5 mm is maintained between patient and tunnel covering. - to ensure distance, use positioning aids, e.g., blankets made of linen, cotton, or paper, or dry material that is permeable to air. This complaint has been closed.